Event description:
Pump device failure. Device was received in exchange under warranty for another device that failed. Pump malfunctioned with no delivery error message. Note: pump this unit replaced experienced the same problem prior to developing an error #21. This unit was pump #4 and replaced pump #3 which lasted approx 10 days before generating error #21 - error indicates pump is burned out. See report for pump #5.